Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that the magnet had fallen out of the latch on enhanced full height drawer 3 and replaced the latch. The drawer was tested in diagnostics with a pass result, and the customer successfully recovered the drawer, confirming normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was showing failed to stay closed but all the drawers were closed. The customer stated that they tried to recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.